Manufacturer narrative:
(B)(4). The customer reported that they were unable to acquire an (B)(4) waveform during patient care. The involved patient died, but the customer has stated that the device behavior did not impact the patient outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to acquire an (B)(4) waveform during patient care. The involved patient died, but the customer has stated that the device behavior did not impact the patient outcome.